Event description:
It was reported patient had vt/vf storm. Several shocks were not effective at converting the episodes. The lead was explanted. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.